Manufacturer narrative:
Qn#(B)(4). UDI# (B)(4). The customer provided one photo for analysis. The customer returned one, unopened sac set for evaluation. The returned packaging had severe signs of folding/creasing upon return. The kit was opened to analyze the contents within. Visual analysis revealed the protective tubing had one kink towards the distal end of the body which aligned with a kink on the guide wire. The lidstock clearly states, "do not bend." The damage observed is consistent with defects related to storage and shipping. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kink on the guide wire measured 38 mm from the distal tip. The guide wire length measured 350 mm, which is within the specification limits of 345-355 mm per guide wire product drawing. The guide wire outer diameter measured 0.518 mm, which is within the specification limits of 0.508-0.533 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Precaution: allow sufficient guidewire length to remain exposed at hub end of catheter to maintain firm grip on guidewire. Grasping near skin, advance catheter into vessel." The guide wire was advanced through the returned catheter and the undamaged portions were able to pass with little to no resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user , "do not use if package is damaged". The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering chango order was implemented in may 2018 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. One kink was observed on the guide wire body which aligned with a kink on the protective tubing. The returned packaging had severe signs of folding/creasing upon return. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. The packaging clearly states, "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the receipt and labeling inspection, we found the product with damaged packaging (dented) inside the box." There was no patient involvement.